Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of hip components due to mechanical loosening.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of mechanical loosening, which damaged the bond of the implant to the bone. Possible causes for the mechanical loosening cannot be determined at this time because adequate information has not been provided.

Event description:
Index surgery: (B)(6) 2012. Revision of hip components due to mechanical loosening.